Manufacturer narrative:
(B)(4).

Event description:
The pt experienced telemetry issues and was unable to adjust her stimulation due to a power on reset (por) condition. The por condition was cleared and the pt "got her stimulation going." A f/u report will be sent if add'l info becomes available.